Event description:
It was reported that the customer was experiencing low blood glucose and the paramedics were called in several occasions. The blood glucose reading at time of call was 58mg/dl. Troubleshooting was performed. The reservoir was showing the same amount of insulin as shown on the status screen. Assisted the caller to run the displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.